Event description:
It was reported that the customer experienced several low blood glucose events which led to emergency room visits. The customer stated that in 2010, she had hypoglycemia and discontinued use of the insulin pump. She reported that she had had 8 incidents of hospitalization. She stated that it had been too long since the events for her to recall details regarding the events. She stated that she experienced low blood glucose frequently but not as severely as in 2010. She observed an issue with the sensor then as well. She stated that her blood glucose readings would run below 18 mg/dl, but she was still functioning and able to talk. She stated that when she passed out, her blood glucose reading must have been close to 0 mg/dl. She discontinued use of the insulin pump since then per her doctor's instructions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.